Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement. Results and conclusion: short aortic neck. Inflation the balloon outside of the stent graft resulting in the inaccurate placement of the stent graft.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was straight, 20-22 mm in diameter, and less than 10 mm in length. Vessels had unremarkable tortuosity and calcification. It was reported that after the endurant bifurcated stent graft was placed at the renal arteries, the stent graft was ballooned aggressively with a reliant, due to the short aortic neck. The reliant balloon was used partially outside/above the stent graft, even though the physician knows not to do so. During ballooning, the stent graft was pulled down 3-4 mm distally without an endoleak. Another manufacturer's stent graft was placed proximally to intervene successfully. No clinical sequelae were reported and the patient is fine.